Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was damaged pad adapter cable. The reported problem was confirmed the customer was sent replacement pad adapter cable. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported the cable paddles are not working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.